Manufacturer narrative:
Device manufacture date: april 25, 2016- april 26, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed crystallized drug blocking the fluid path at the distal end of the glass capillary. The glass capillary is located inside the flow restrictor. Since the flow problem was caused by the crystallized drug desferrioxamine, the infusor device was determined to be conforming product. The reported condition was not verified for the infusor device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not allow flow of solution. The reporter stated that after the device was taken from the fridge and brought to room temperature for 4 hours, the device did not flow when the blue cap was removed to prime the line of the device. The device was filled with desferrioxamine 2100mg in 45ml sodium chloride 0.9% there was no patient involvement. No additional information is available.